Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an increased intra-peritoneal volume (iipv) event during peritoneal dialysis therapy. It was determined that the patient's drain volume was 5334ml. The patient felt water retention, weight gain, and fluid overload. There was no report of patient injury or medical intervention associated with this event. No additional information is available.